Event description:
It was reported that the customer experienced high blood glucose levels and that he had lost his insulin pump when it detached unexpectedly. The customer stated that he had just given himself a bolus before pumping gas into his car. He said he saw the infusion set cord hanging. He stated that the infusion set was still attached to his body and that the insulin pump broke right at the reservoir. The blood glucose reading was over 400 mg/dl. He also mentioned that the infusion set detached once before while he was sleeping as well. He was advised to return the infusion set for analysis. The most recent blood glucose reading was 220 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.